Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged on the day of this report for the third time. It was noted that the patient was at ¿higher¿ settings and used the device 5-8 hours per day. Four days later, it was reported that the patient had been seen in the office but had not brought the recharger and did not have time to ¿work on it.¿ the reporter stated that the patient was scheduled to have another appointment the following week to work on the device. The following day it was reported that the patient had cancelled the appointment and rescheduled for 2013 (B)(6). It was noted that the patient had not had time for a trickle charge to be performed on 2013 (B)(6).

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).